Event description:
Report received from the country in 2001 states "fast flow." Additional information received states device contained 960mg of 5fu, 95mg leucovorin, for total volume of 240ml. Total infusion time was 16 hours. Reporter indicates no patient injury resulted.